Event description:
Mesh was implanted (B)(6) 2009, I have had problem since implant including mesh bunched up and partially removed that area (B)(6) 2010. Since then I have had continued pelvic and vaginal pain, bleeding and erosion. Pain with intercourse. I am scheduled for another surgery (B)(6) 2011 to repair erosion. This is my third surgery, the second one for repair of the mesh.